Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead could not be fixed and the patient experienced an atrial fibrillation (af) attack so the physician "gave up" implanting the ra lead. It was also noted the left ventricular (lv) lead was unable to reach the target position and the physician replaced the lv lead. No further patient complications have been reported as a result of this event.